Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken vibrator motor wire. All operating currents were within specification. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked display window and a missing end cap sticker.

Event description:
The customer called and reported that the insulin pump had not vibrated for the previous two to three days and did not vibrate during a self-test. During troubleshooting, customer stated the vibrate mode was activated. The self test was run and failed. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.